Manufacturer narrative:
Bd received 8 photos for this investigation. Evaluation of the attached photos shows that the tube was punctured at the bottom. The tube is designed to be punctured only through the stopper, as specified in the product instructions. Puncturing the tube from the bottom is not part of the intended use and may result in damage to the tube and potential leakage. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint is unable to be confirmed as a bd product defect. The root cause of the leaking was due to user error; improper use. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
3 of 3 report it was reported that while using a bd vacutainer® z (no additive) plus urine tube, one (1) tube leaked from the bottom of the tube. The customer indicated that the issue resulted from incorrect use, as the user punctured a hole in the bottom of the tube resulting in urine leak. No health impact or adverse consequence was reported.